Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that unable to see multiple patients. A technical support specialist (tss) informed the customer that account needed to be verified and that an assigned area had to be added to patient profile to view patient details. It was noted that other users were not experiencing the issue, confirming the impact was limited to a single user account. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to see multiple patients at the facility. The user stated that patients were visible on the server but does not appear at the facility level. The customer noted that this issue began a few days ago and that multiple patients were affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.